Manufacturer narrative:
The reported event of premature battery depletion was not confirmed. As received, the device output and telemetry communication were normal. Visual inspection of the header attachment area detected a bonding anomaly. The device was cut open to enable further testing and the battery was found in elective replacement range. Hybrid circuitry was tested, and the results indicated normal current drain. Longevity assessment was performed, and the device did meet its projected longevity. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
It was reported that a patient presented remotely via merlin.net. The patient's pacemaker (pm) had an event of premature battery depletion. The patient was asymptomatic. The pm lead was explanted and replaced. The patient was stable throughout procedure.